Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that in the upon reviewing the device's data management there was an mismatch of the number of shocks that occurred during a patient event. This is consistent with a loss of power during an event. There was no report of patient harm.